Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was around 400 mg/dl. The customer was treated with manual injection with food and syringes. The customer stated that the pump did not deliver and kept being high so he kept on changing the sets. The insulin pump will not be returned for analysis.